Manufacturer narrative:
The subject otv-s7proh-hd-l08e was not returned to olympus medical systems corp. (Omsc). However, a local olympus engineer inspected the subject otv-s7proh-hd-l08e and found follows. The endoscopic image had interference pattern. The camera cable had a defect. Therefore, the camera cable has to be replaced. Based on the inspection result, the local olympus engineer surmised that the endoscopic image problem was caused by the defect of the camera cable and the cause of defect of the camera cable was attributed to inappropriate handling of the device by the user. The otv-s7proh-hd-l08e instruction manual states the corresponding method when there is an abnormality for the device and appropriate handling method of a camera cable. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an unspecified procedure, an unspecified endoscopic image problem occurred. Another device was not needed, however the procedure took longer due to the endoscopic image problems. There was no report of the patient¿s injury regarding this event.